Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during a dermatology procedure, oversensing was observed on the device when the cautery was being used. The cautery burst caused a pause in a patient with complete heart block. Ventricular fibrillation charging was noted, but the therapy was not delivered. The patient experienced asystole. No programming change was made.